Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22jan2020.

Event description:
The customer reported a primary alarm failure. It is unknown if the device was in clinical use at the time of the reported problem. No patient or user harm was reported.